Manufacturer narrative:
Initial MDR 9680837-2011-00004 was submitted on (B)(4) 2011, in which the medtronic xomed sales rep reported: "several days later the doctor encountered the patient and noticed a slight burn on the side of the patient's nose." After several attempts, the doctor provided the following additional information on (B)(6) 2011: doctor had "not heard from the patient since the day of his surgery. The patient was instructed to call should healing problems arise." The doctor also provided additional information regarding the surgical procedure: "the patient was prepped and draped in standard fashion for a microscopic direct laryngoscopy with co2 laser. The patient's entire face was covered in layers of wet towels. No untoward events were noted during or after the procedure. There were only two sources of heat that were in use during the case; the laryngoscope and the co2 laser. The laser energy was delivered via fiberoptic cable (omniguide) and there was no chance for injury to the face using this device. It was noted that the laryngoscopes' light cord was extremely hot to the touch as it entered into the base of the laryngoscope and this was the instrument that was in closest proximity to the patient's face during the case." The doctor stated that he was using a sataloff laryngoscope, but did not know the model or the lot number for the product. The doctor provided additional information indicating that the patient was a male, (B)(6), and weighing (B)(6).

Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter despite documented attempts to obtain the required information. If the user facility returns the instrument at a future date and further information is available, a follow up MDR will be filed. This product is used for treatment and not for diagnosis.

Event description:
Description of the original complaint: the doctor reported that while using a laryngoscope, the patient's nose was burned. No further details were available and the product was not identified. Relevant events and information obtained for the reported case: the medtronic sales rep reported that after speaking with the physician, nothing appeared out of order during or after the procedure. Several days later, the doctor encountered the patient and noticed a slight burn on the side of the patient's nose. No ointments or medication had been prescribed to the patient and the burn appeared to be healing naturally. The doctor suspected that excess heat may have occurred where the light source attaches to the laryngoscope. The laryngoscope became hot and could have burned the patient. Mcl 77 is used for data entry only, the actual part number of the product used in the event was not provided.